Manufacturer narrative:
Pt's gender: unk. The company service representative examined the system and confirmed the problem reported. The fluidics module was replaced. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The nurse reported that during priming, on the first case, a system message displayed. The cassette was switched out and the system message cleared. On the second case the system message displayed again. The cassette was switched out three times and the system message would not clear. The system was switched out and the case proceeded. A 50 minute delay was experienced between the first two cases. The facility usually runs three rooms with three systems. They continued to run three rooms. However, being down to two systems, the staff has to switch one system between two rooms. However, being down to two systems, the staff has to switch one system between two rooms. This caused a delay as the day progressed. The last 2 of the 15 cases were cancelled.